Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of patient on (B)(6) 2015. Patient reported that they gave themselves an unnecessary, corrective bolus injection. At the time of contact, current condition of patient was unknown. It was reported that the patient treated themself based off of cgm values. The animas vibe user's guide states: do not use glucose readings from the g4 platinum sensor and transmitter to make treatment decisions, such as how much insulin you should take. The sensor and transmitter do not replace a bg meter and bg values may differ from sensor glucose readings. Using glucose readings from the sensor and transmitter to make treatment decisions can result in serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of patient on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred and an adverse event on (B)(6) 2015. Patient reported she went swimming and inaccuracies occurred due to condensation forming under the transmitter. Patient medicated with bolus insulin without checking cgm values against a blood glucose meter. The patient experienced hypothermia and sea sickness. The patient did not report medical or caregiver intervention. At time of contact, patient was in good condition. No additional event information was reported.